Event description:
Patient was maxed out on medications on double chamber pump. While changing bag, stop was pressed on one of the chambers, and the pump made a continuous beep and stopped infusing in both chambers. The pump screen stated "please clamp the line & disconnect the cassette from patient", "device malfunction" and other codes. Second rn had to quickly retrieve another pump& re-prime. Next, one of the old IV tubing broke off in the new tubing at the clave. The clave is intregal to the tubing: it is all part of the same device. Said medication had to be hung for a 3rd time. During this event the patient's blood pressure dropped, was re-started on pressors. Our facility is having multiple problems with this IV tubing and multiple lot numbers are affected.